Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for two pt samples when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. Repeat analysis was performed. The test results were with the normal range. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event of serious injury related to this event, it is unk whether there was a change to pt mgmt. This is event 2 of 2 reported by this customer. An MDR was filed for each of the two pts.

Manufacturer narrative:
Sample collection and processing info was not provided. Quality control info was not provided. On (B)(4) 2009, the field service engineer replaced the peristaltic pump and accutni results were "ok". The day after service the customer reported some imprecision, between 5-10% but since, there has been no add'l issue noted by the customer. The system is being monitored for any future occurrences. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. This is event 2 of 2 reported by the customer. The related MDR is 2122870-2011-04573.